Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: the complaint condition could be confirmed according to the received pictures and x-rays. The nail, the blade and as well the locking screw were broken postoperative. H6: a device history record (DHR) review was conducted: part: 02.027.034s, lot: l340890, manufacturing site: bettlach, release to warehouse date: 14.mar.2017, expiry date: 01.mar.2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent revision surgery on (B)(6), 2021, due to a broken proximal femoral nail antirotation (pfna) nail, blade, and screw. Patient was treated with a pfna re-osteosynthesis. Procedure was completed successfully with no delay. Patient was stable. This report is for a pfna blade. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary investigation flow: damage visual inspection: the pfna blade perf l95 sst (p/n: 02.027.034s, lot number: l340890) was received at us cq. Visual inspection of the complaint device showed the distal blades had broken. Device failure/defect identified? Yes dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes investigation conclusion: this complaint is confirmed as the device had broken at the distal blades. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 02.027.034s lot: l340890 manufacturing site: bettlach release to warehouse date: mar. 14, 2017 expiry date: mar. 01, 2027 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.,part: 02.027.034s lot: l340890 manufacturing site: bettlach release to warehouse date: mar 14, 2017 expiry date: mar 01, 2027 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.